Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008 and a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6) 2013 due to patient allegations of pain, metal wear, infection and elevated metal ion levels. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 6 mdrs filed for the same event (reference 1825034-2013-05806 / 05811).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2013-05806 / 05811 & 2014-03225).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2008 and a left total hip arthroplasty on (B)(6), 2008. Subsequently, patient's legal counsel further reported patient underwent a right hip revision procedure on (B)(6), 2013 due to patient allegations of pain, metal wear, infection and elevated metal ion levels. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. There has been no reported left hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the right hip revision noted the revision was due to dislocations and a dislocated acetabular cup. Operative report further noted the presence of grayish cloudy synovial fluid, posteriorly and hypertrophic synovium and no bony ingrowth on the acetabular cup. The modular head, taper adapter and acetabular cup were removed and replaced.